Event description:
The patient is complaining of issues charging. The patient appears to have issues understanding the charging process. Manufacturer r epresentatives have tried to clarify on more than 5 occasions and will continue trying. It was discussed with the patient over the phone and the patient was instructed on the charging process. The patient was also redirected to patient services. The manufacturer r epresentative met with the patient, and it was indicated that the recharging was intermittent. The patient controller would start connecting and get stuck at the checking recharge quality screen with the orange light blinking. The manufacturer representative was able to connect in some cases, and the patient controller displayed the poor recharge quality message. The manufacturer representative reset the patient controller and then tried to connect to the implantable neurostimulator again. The patient controller then displayed the poor recharge quality screen. With moving the antenna around, the manufacturer representative was not able to get a better connection to the implantable neurostimulator. The recharger was replaced to try and resolve the issue with recharging.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported having problems charging his implant (ins). Pt reported it won't charge and won't go further than 'searching for device'. Pt tried a reset. Pt used his controller (ptm) on the call. It was showing the ins battery was low. Pt mentioned he turned stim off. Ptm was at 80% and ins was in red. When pt tried charging on the call it kept showing poor recharge quality. Pt mentioned he had another recharger (rtm) that he tried using.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported he had a 2nd fusion at l4-l5 done on (B)(6) 2020. When they did the fusion they did not put the ins back in the same place. They put it right on pt's waist line where he wears pants and belt and it made it all extremely painful. Ins quit working a couple of months later and pt did not use therapy for 7 months or so. On (B)(6) 2021 pt went to hcp. The rep was contacted on (B)(6) and pt worked with rep on charging issues, he wants to say 2 months ago. They tried another paddle and it did not do any good. They changed the controller, recharger twice and several pieces that never fixed it. Then they gave ok to do a revision to put the ins in a place that was not going to be affected by pt's waist. Charging was fine for 8 days after the revision procedure until the last 4 days. Pt is on the w ay to the surgeon to check on the revision incision.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a patient regarding an external device. The reason for call was caller reported that for the past "several months" pt has been having issues while attempting to charge their ins. Caller stated an error message has displayed. Caller did not have further details. The caller was not with the patient at the time of call. Technical services (tss) reviewed information and instructed caller to have pt contact patient services for further assistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the had not been charged in over 1 year. The patient noted experiencing charging issues. It is operational now, and was able to charge up to 100%. Patient is also complaining of tenderness around the ipg and is asking for a relocation of the ins more superiorly placed. No surgery has been confirmed or planned at this time. Factors related to this are unknown. The rep performed a passive reboot which was successful, and the battery was charged to 100%. The issue was reported to be resolved. Information was received from a manufacturer rep regarding a patient with an implantable neurostimulator (ins). The rep reported that the patient hasn't been able to charge ins for over a year and today, when trying to connect, they are seeing rm04 message. The rep reported the patient had already reseated battery pack to attempt to resolve rm04 but tss (technical services specialist) had them reseat battery pack again on the call and this resolved the issue. Patient stated they first observed rm04 around (B)(6) 2019. When tss asked why patient hadn't been able to charge ins, rep stated patient has had "numerous issues" including a broken controller screen and a surgery in (B)(6) 2019 for a second fusion and it's unknown if that was related to the charging issues and patient is already on their second recharger. Patient stated they met with reps in late (B)(6) 2019/early (B)(6) 2019 who attempted to reprogram ins and disable device function to get it working again but nothing was unsuccessful. Tss walked caller through starting passive recharge cycle with controller/recharger but again saw rm04 message. Tss had patient reseat battery pack and restart passive recharge cycle which resulted in the ins charging normally with excellent connection. Patient indicated ins charge level was in the red. Tss reviewed that replacement recharger would be sent due to rm04 message continuing to appear and that patient should continue to charge ins as best they can until replacement is received. The cause of the charging issue as that the patient had allowed the device to fully empty battery and had not charged it in over 1 year. The patient was educated on how to use the device and charging instructions were reviewed. No symptoms were reported. The pt received the replacement recharge telemetry module (rtm) is still seeing the rm04 and the caller instructed the patient put his old rtm away and only use the new rtm so we can confirm which product works. No symptoms were reported. The health care professional reported via a manufacturer representative that the patient had a pocket revision in 2021 to relieve pain at the implantable neurostimulator site. The surgery was successful, and the issue resolved. The health care professional has no further information at this time.